Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the reagent and sample probe and ran alignment checks. Additionally the sample 1 (s1) mixer was also replaced. Siemens confirmed that there were errors flagged to the user (e142: measurement & e522: below assay range) which is related to reagent delivery issues. Prior to the event, the customer had improperly replaced the reagent probe with a sample probe which contributed to the error. According to the operator's guide, the user should not have reported out these results when flagged with this error. System was fully functional upon cse departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed cardiac troponin patient results were obtained on a dimension vista 500 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate dimension vista 500 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cardiac troponin patient results.